Event description:
Customer reported during a tpn infusion on a nicu patient, the top portion of the set from the spike to the tubing disconnected while the nurse tapped it to consolidate air. No patient harm occurred. Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The customer's experience of the top portion of tubing separated from the lower section was confirmed. The upper segment of the set from the spike to the silicone tubing was not received for investigation. There were no other anomalies observed on the portion of the set that was returned. The root cause of this failure was not identified. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model.